Event description:
The customer reported that he decide to change the infusion set , but he was not disconnect from the infusion set. The customer filled a new reservoir and put it into the insulin pump without rewinding the device. The customer stated that probably about 150 units of insulin was delivered into his body. Then the paramedics were called at the scene, and his blood glucose was treated with orange juice and glucose tablets. The customer's blood glucose dropped to 57mg/dl by the time the paramedics arrived. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.